Event description:
It was reported that the patient's settings had been reset to "factory settings" unintentionally. The event is a known event that occurs due to an interrupted diagnostic test, but programming history is not available to confirm this at this time. Attempts for further information have been unsuccessful to date.